Event description:
The home patient (hp) contacted baxter?s technical service center regarding a leak which occurred on the homechoice (hc) during use during drain. When he noticed it, he turned off his hc and removed all of the supplies. He did not know exactly where the leak came from, but stated that it came from the tubing. The hp would start over with new supplies. Baxter product surveillance contacted the registered nurse on (B)(6) 2011. She stated that she had seen the home patient recently, but that he had not mentioned this incident to her. The nurse had no further information regarding this incident. She stated that the patient's therapy has been going well since. There were no adverse effects reported to be caused by this incident. There was patient involvement but no injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). There is currently no information regarding a sample or lot number, therefore no evaluation or batch review could be performed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.